Event description:
Second revision surgery - the patient was converted from a reverse shoulder prosthesis to a hemi.

Manufacturer narrative:
The reason for this complaint was a revision surgery to convert to a hemi shoulder after 1.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. (B)(4). A review of the product complaint report history showed this is the second complaint for a product from this lot. The root cause for the need to convert from an reverse shoulder prosthesis to a hemi was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.